Event description:
It was reported that on (B)(6) 2026, customer was "rolling my wife in the wheelchair". Customer stated, "I parked her next to the bed. When I did, she was still sitting in the wheelchair. Then she fell to the floor as the wheel came completely off the chair and the tire came off the rim".

Manufacturer narrative:
It was reported that on (B)(6) 2026, customer was "rolling my wife in the wheelchair". Customer stated, "I parked her next to the bed. When I did, she was still sitting in the wheelchair. Then she fell to the floor as the wheel came completely off the chair and the tire came off the rim. We had to call ems to help her to get up off the floor. When ems arrived, she was still on the floor from the wheelchair. They picked her up and her leg was caught and it put a big gouge in her leg". Customer stated his wife has "been moved to a nursing home" and "has to heal a very deep wound on her leg". It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.